Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the stenoscop system would not initialize and would not power up. There was no adverse pt involvement reported. There was no pt info reported.